Manufacturer narrative:
1. DHR/bhr review (lot# 3262334): 1) the products of this batch were assembled at intima ii auto line 2 in nov 2023, and packaged at r240 package line in nov 2023. Work order quantity was (B)(4) pcs. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the cannula batch used in this batch of products is 3265642, review the incoming inspection results, no abnormalities. 2. No defective samples and photos have been received. 3. The retained sample of this batch is taken, and the appearance of the prn is checked, and no cracks are found. The 45psi leakage test is conducted on the sample, and the test result shows that there is no leakage at the prn. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on production process, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn/ec slm adapter was defective / damaged. The following information was provided by the initial reporter translated from chinese to english: date of use: 2025-3-25 purpose: for intravenous infusion therapy for patients. Problem: cracks appeared in the prn cap, causing leakage. Harm to patients: none solution: replace the prn cap.